Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send replacement charging supplies the customer was advised to rely on an alternative method in case the pump battery depletes before the replacements arrives.